Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. A registered nurse (rn) confirmed the event during follow-up and provided additional information. The blood leak was noted as being an internal blood leak that could be visually observed within the hansen lines. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage seen on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the customer returned one companion sample from the reported lot number for evaluation. The sample was returned sealed in prepackaging pouch. No damage or irregularities were visually noted on the dialyzer. The sample was subjected to a laboratory bubble point test, and there were no leaks detected. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The lot met all release criteria. The investigation into the complaint was not able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred immediately after the initiation of the patients hemodialysis (hd) treatment. A registered nurse (rn) confirmed the event during follow-up and provided additional information. The blood leak was noted as being an internal blood leak that could be visually observed within the hansen lines. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage seen on the dialyzer. The patients estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be unavailable to be returned to the manufacturer for evaluation.